Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a specimen cup, with residue on lens. Visual inspection found no visible damage to the lens and with residue on the lens. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -16.00/+3.0/076 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted due to elevated intraocular pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.